Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported patient had the pump removed because it got infected. No further information was provided. Date of explant was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Additional information received from the health care professional indicated that the patient first started experiencing the infection in (B)(6) 2015. Patient experienced erythema on the pump then later had an episode of sepsis. Actions/interventions; antibiotics, *ineligible* apparent results (normal wbc). He then was hospitalized in (B)(6) for sepsis, and the recommendation was for pump removal. The cause of infection was not determined. The infection was resolved. The patient was admitted on (B)(6) 2015 for an operation due to possible intrathecal pump infection. The name of the operation was: removal of synchromed 2 intrathecal pump for intrathecal drug therapy, and removal of surrounding nylon sock; removal of proximal intrathecal lumbar catheter with preservation of the distal intrathecal catheter. The patient was a (B)(6) male with a history of previous lumbar spine surgery and fusion, and was treated for intractable pain with implantation of a synchromed 2 pump in 2007. He had the pump replaced for end-of-battery-life in (B)(6) 2013. The patient recently developed redness around the pump, which was treated with oral antibiotics with apparent recovery. He then subsequently developed sepsis and was admitted to reading hospital. He had been treated and released, and the recommendation was made for removal of the pump, and if gross purulence found, removal of the entire catheter, or if not, then the intrathecal catheter distal portion could be preserved for use in the future for placement of a new pump. Since the catheter has been in place for 8 years, removal would most likely cause a temporary csf leak. Informed consent was obtained for surgery. The patient was brought to the operating room, induced under general anesthesia, and the patient was positioned in the left lateral decubitus position on the bean bag cushion. The lumbar region, right flank, and right abdomen were clipped and then prepped with hibiclens, followed by duraprep. The area around the pump appeared erythematous, but not fluctuant. The chosen area was clipped then prepped with hibiclens, followed by duraprep, and draped in sterile fashion. A skin incision was then demarcated with a marking pen over the catheter entrance by identifying the silastic anchor on x-ray. The right anterior abdominal pump incision was demarcated with a marking pen, and the field was draped in a sterile fashion. The surgeon began at the lumbar region and infiltrated the demarcated incision with 0.25% marcaine with 1:200,000 epinephrine. Skin incision was made with a scalpel, and dissection was performed with bovie electrocautery until the surgeon encountered the butterfly anchor. The surgeon then identified the proximal and distal a spects of the catheter. Then gently withdrew the proximal end and incised it. There was spontaneous flow of csf from the catheter. The surgeon collected 10 ml of csf with. Gentle aspiration and sent it off for stat gram stain. The surgeons plan was that if the csf was clear, to allow the distal catheter to remain. Otherwise, remove it the stat gram stain showed no microorganisms, and the fluid appeared clear. Consequently, the surgeon placed 4 medium weck clips on the catheter to occlude it, coiled it in the subcutaneous space, and sutured it in place with 4-0 nurolon and 3-0 vicryl. Proceeding to the abdominal incision, the area was infiltrated with local anesthetic. Skin incision made with a scalpel through the skin and subcutaneous tissue. Hemostasis was achieved with bipolar electrocautery. No gross purulence was encountered, but when the surgeon dissected down to the pump, there was gelatinous tan material around the pump. This was saved and sent for culture, as well as tissue; the surgeon also swabbed the area with aerobic and anaerobic culture swabs. The pump was removed and the catheter was disconnected. The surgeon then dissected free from the scar , the nylon sock, since the surgeon was concerned that if there was infection present, this would be a nidus for recurrence. Thus, the entire nylon sock was removed as a foreign body. The surgeon was able to identify the catheter in the scar and withdrew it. C arm fluoroscopy was used to confirm that the surgeon had removed the catheter except for the distal portion, which they had planned to preserve. A #7 flat jackson-pratt drain was placed in the abdominal pocket. The pocket was closed with 0 followed by 3 0 vicryl in inverted interrupted fashion in multiple layers, and the skin edges were approximated with staples. The lumbar region was closed with 0 followed by 3-0 vicryl in inverted fashion and the skin edges were reapproximated with 3-0 ethilon in interrupted fashion. Sterile dressing was applied. The patient was taken to the recovery room in stable condition. All needle and sponge counts were correct. The estimated blood loss was minimal. Specimens sent; tissue from the abdomen, along with swabs for culture. From the lumbar incision, csf was sent for gram stain, cultures, cell count with differential, glucose and protein.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.